Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). The twos seemed to occur when the patient is under exertion. The lead was reprogrammed and continues to be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.